Event description:
It was reported the customer received a no delivery alarm during basal delivery. The customer's blood glucose was unknown. Troubleshooting found insulin was unable to exit during a fixed prime. It was also found insulin was able to exit with a manual prime. The customer was able to observe insulin dripping out from the infusion set. The customer was advised their insulin pump was working as designed. Customer was also advised their reservoir/infusion set may be occluded. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.